Event description:
It was initially reported by the surgeon's nurse that the patient has been scheduled for a full revision surgery due to unknown reason. Follow up with the surgeon revealed that the patient was experiencing neck pain with vns stimulation approximately for 5 minutes. Patient was unable to swallow or talk during this time. Patient also had one episode of pain around her generator. Diagnostics showed everything working within normal; however, the treating physician felt it was necessary to replace the device. They suspected an intermittent dysfunction of vns system. The surgery was to prevent a serious injury as the pain was intense. No medication changes or trauma contributed to the onset of the event. Additional information received stated that the patient underwent a full revision surgery. Good faith attempts to obtain explanted products for analysis has been unsuccessful till date.